Manufacturer narrative:
A review of the device history record for strattice lot s11090 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2012. The patient underwent a ¿repair of recurrent ventral hernia with lysis of adhesions¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿chronic pain, adhesions, and a hernia recurrence which required an additional surgical procedure.¿ patient ¿suffered from wound infections and used a wound vac.¿ patient experiences ¿pain and discomfort as a result of the recurrence caused by the failure of [their] strattice hernia mesh implant.¿ the form lists the conditions that were treated were ¿hernia recurrence, adhesions, severe pain and all other conditions identified in [surgeon¿s] records, incorporated by reference.¿ in 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿covidien: parietex composite¿ on (B)(6) 2010. The form indicates that this device was revised on (B)(6) 2012 due to ¿adhesions, hernia recurrence, seroma, mesh shrinkage, bowel involvement.¿ the patient was implanted with another non-abbvie device, ¿covidien: parietex composite optimized¿ on (B)(6) 2015. The form indicates that this device has not been revised or removed. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice extra-thick on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice extra-thick on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.